Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the catheter jutted forward, resulting in cardiac perforation. Effusion and eventual tamponade had developed, and the patient went into cardiac arrest. Chest compressions were attempted during pericardiocentesis, but the patient was pronounced deceased.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.